Manufacturer narrative:
Lot mpyu (1): manufacture date 11 november 2020, device returned 25 april 2022. Visual inspection confirmed tip wear and rotational tip deformation on the driver. Complaint history for the reported lot number was reviewed and no adverse trends were identified. Device history records were reviewed and no relevant manufacturing issues were identified. The root cause is most likely a combination of use of excessive torsional force as well as wear from frequent and consistent use. Lot ndgy (1): device returned 25 april 2022. Visual inspection confirmed tip wear and rotational tip deformation on the driver. Complaint history for the reported lot number was reviewed and no adverse trends were identified. The root cause is most likely a combination of use of excessive torsional force as well as wear from frequent and consistent use. Lot gdyv (2): manufacture date 05 december 2017, device returned 25 april 2022. Visual inspection confirmed tip wear and rotational tip deformation on both drivers. Complaint history for the reported lot number was reviewed and no adverse trends were identified. Device history records were reviewed and no relevant manufacturing issues were identified. The root cause is most likely a combination of use of excessive torsional force as well as wear from frequent and consistent use. Lot gdyv (1): manufacture date 05 december 2017, device returned 12 may 2022. The device was visually inspected and tip deformation was confirmed. Complaint history for the reported lot number was reviewed and no adverse trends were identified. The deformation is consistent with wear from normal use over the course of the device lifetime. Lot mpyu (1): manufacture date 11 november 2020, device returned 12 may 2022. The device was visually inspected and tip deformation was confirmed. Complaint history for the reported lot number was reviewed and no adverse trends were identified. The deformation is consistent with wear from normal use over the course of the device lifetime.

Event description:
This record is a consolidation of q2 2022 records summarized as a part of the FDA voluntary malfunction summary reporting program. This report captures six instances of intraoperative pyrenees tapered driver tip deformation. In two (of six) instances, the reported event was noted during inspection and there was no procedure associated with the event and no patient involvement. In four (of six) the associated procedure was completed successfully with no surgical delay. In all cases, there was no adverse consequence to a patient or user.